Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2010 and mesh was implanted. The patient experienced pain, infection, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat cystocele, rectocele and urinary incontinence. It was reported that the patient had the concurrent procedures of anterior colporrhaphy and transvaginal taping performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional b narrative: : it was reported that the patient underwent a gynecological procedure and mesh was implanted due to mixed urinary incontinence and cystocele.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence; leaking urine; voiding difficulty; recurrent cystocele; vaginal discharge, recurrent urinary tract infections, urinary frequency, dysuria, nocturia, bloated feeling in stomach, constipation and pain during sexual intercourse. No additional information was provided. (B)(4).